Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient ID was not provided. Patient's age was not provided. Patient's gender was not provided. Patient's weight was not provided. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent should additional information be received.

Event description:
It was reported that the patient had bone loss that required implant removal. It was not indicated that the patient will return for additional appointments. Tooth # 11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following section has been updated: UDI is unknown.